Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the left anterior descending coronary artery after rotational atherectomy was performed to the target lesion. It was not not possible to cross the target lesion due to severe calcification of the target lesion and lack of guide catheter support; therefore, the stent and delivery system were pulled back from the coronary artery and into the guide catheter. Upon removal, the stent dislodged from the stent delivery system in the femoral region of the patient's arterial system. The physician did not follow the instructions for removal of an undeployed stent since the physician attempted to pull the stent back into the guide catheter while engaged in the coronary artery. The stent remains within the arterial vasculature of the patient's left leg. Subsequently, another ave gfx stent was deployed successfully at the target lesion site in the left anterior descending artery. There was no additional sequelae reported relative to the event.